Event description:
It was further reported via follow-up communication with the clinical site that the event reported was a data entry error and the event occurred with a different patient. This patient was not involved in the event.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. This event information was submitted for the incorrect patient. The event is captured for the correct patient on 3500a reports listed below: 9614453-2026-00031, 2649622-2026-00188, 2649622-2026-00189, 2649622-2026-00190. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted (B)(6) 2025; cmrm6133 envelope implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath approximately two weeks post-generator replacement with utilization of an antibacterial absorbable envelope. The patient was admitted for congestive heart failure exacerbation, fluid overload, and bilateral pleural effusions. A transthoracic echocardiogram ordered to assess heart function indicated endocarditis, severe tricuspid regurgitation, a mobile echodensity on the right atrial (ra) lead, and a mobile echogenic density on the right ventricular (rv) lead concerning for thrombus or vegetation. No antibiotics were administered, no system modification occurred, and the patient was discharged five days later. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.